Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient was not receiving adequate therapy. Re-programming was attempted without success. As a result, the system was explanted on (B)(6) 2021.